Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 1009 - pressure regulation high. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided troubleshooting steps per the philips service manual to the customer. It was noted in the source notes that the error could come from the connection between two cards. The customer checked and adjusted the connectors, and this resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.